Event description:
It was reported that shaft break occurred. The target lesion was located in the lower extremity. A 3.0x220x150 (4f) sterling balloon catheter was selected for use. During the procedure, a portion of the balloon broke off inside the patient. The remaining fragment was snared out. There were no patient complications as a result of this event.

Event description:
It was reported that shaft break occurred. The target lesion was located in the lower extremity. A 3.0x220x150 (4f) sterling balloon catheter was selected for use. During the procedure, a portion of the balloon broke off inside the patient. The remaining fragment was snared out. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.